Manufacturer narrative:
Insulin pump passed displacement test and self test. Unable to complete download using carelink pro. Unable to determine the root cause, problem isolated to the pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to upload the carelink. The customer¿s blood glucose level was unknown. The customer states although the measures such as restart were taken several times, reading was completed to 100% on the screen of computer, but no data was reflected. No error message was displayed in particular. The insulin pump will be returned for analysis.